Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 337 mg/dl after a meal announcement, which began trending down during the call; no device alerts or alarms were reported and the event was correctable without assistance. Symptoms included none. Outcomes included no medical intervention and no hospitalization. Investigation included review of device performance and user-reported history. Investigation of this case revealed no device malfunction or component issue, and the event was consistent with expected postprandial hyperglycemia that resolved with ongoing automated therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.